Manufacturer narrative:
(B)(4) initial. Device details, patient notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records to be reviewed.

Event description:
Trinity revision after 6 months.